Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect values were reported outside of the laboratory. The first sample was tested in a sample cup, initially resulting with a troponin t value of 19.7 ng/l. The cup was repeated, resulting with a value of 77.2 ng/l. The primary tube of the sample was also repeated, resulting with a value of 20.6 ng/l. The second sample was tested in the primary tube, initially resulting with a troponin t value of 20.4 ng/l. The tube was repeated, resulting with a value of 38.2 ng/l. The tube was repeated a second time, resulting with a value of 23.3 ng/l. The troponin t reagent lot number was 470034. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Controls did not show any indication of an issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.